Event description:
It was reported that the insulin pump did not alarm an error when there were no sensor glucose readings detected. The customer stated that she felt as though her blood glucose levels were low, checked her blood glucose reading, and it was 60 mg/dl. She noted that there was no sensor glucose reading, so her insulin pump never alerted her of a predicted low glucose event. She also reported that she had received a lost sensor alarm the night prior. Unable to determine what had happened with the information available. Advised that the sensor glucose reading would not just disappear without a reason or error that would notify her. Advised the customer to monitor the device. She declined troubleshooting for low blood glucose. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.